Event description:
Patient experienced a superficial skin infection which spread into the joint space. Surgeon removed the liner and the femoral head and treated with antibiotics and debridement. New components were implanted.